Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient was ¿jacked pretty good¿ on (B)(6) 2013. The reporter stated that their adaptive stimulation settings are programmed so stimulation was at 1.8v when standing, but 7.8 when sitting. It was noted the patient accidentally hit the stimulation on button instead of the sync button because it was dark and they could not see the patient programmer. It was further noted the backlight on the patient programmer was not working. The reporter stated that stimulation was turned on at 7.8 and it was so high that ¿it nailed him¿ and the whole right side of their body was ¿shaking like a leaf.¿ it was noted the patient could not get stimulation turned off and they dropped the patient programmer on the bed. It was further noted the patient was eventually able to turn stimulation off. The reporter stated they wanted to know if there was any other way of turning stimulation off other than using their patient programmer. It was noted the patient had spent over two hours programming with a manufacturing representative and they were not able to get coverage for the pain in their foot. The reporter stated that programming was ongoing and they would contact a manufacturing representative about the shocking. The reporter further stated that other than this, the therapy was working very well for them and they were no longer taking oral pain medications. It was noted the backlight on the patient programmer only worked intermittently. The reporter stated they did not realize the power button needed to be held for the backlight to come on and it was a learning curve for him. It was noted the backlight on the programmer was working. Additional information received reported the display light on the programmer was not working. The reporter stated that without the light they could not see the screen. It was noted the patient changed their settings and it was set to a very high setting, but they did not know that because they could not see the screen. It was further noted the patient felt a shocking sensation and was ¿flopping around like a fish.¿ the reporter stated they could not get their therapy off because they could not see the screen and this was a problem for them. It was noted the patient stated that something was wrong with the programmer because the light only comes on intermittently. Additional information received reported the patient had an appointment with a manufacturing representative tomorrow for reprogramming. The reporter stated the implant was to help with sciatic nerve pain and burning in their foot. It was noted that this pain was not caused by the implant. It was noted that group a was the adaptive stimulation group and group b was the manual group. The reporter stated that after surgery the implantable neurostimulator (ins) got rid of their back pain, but was currently not meeting expectations and not working for pain relief. It was noted the patient stated the trial worked 10x better. It was further noted the patient had nerve pain and burning. The reporter stated that at higher frequency they could not walk and their legs shake like crazy. It was noted the patient felt stimulation higher in their knee and upper right leg and that caused their leg to vibrate bad. The reporter stated they could not stand the higher frequency. It was further noted that the patient was hoping positional changes would be better after reprogramming. It was noted the patient was at 30hz and they last met with a manufacturing representative three weeks ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).